Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6 device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: - a crease sharp edge broken in the side posterior assessed as fold flaw opening.

Event description:
Additional event of cyst reported in MRI report.

Event description:
Healthcare professional reported, right side rupture. The reported cyst has been confirmed, to not be related to the device. The device has been explanted.